Event description:
It was reported that a patient underwent a total en-bloc spondylectomy procedure on (B)(6) 2013 and a reservoir was connected to a drain. The reservoir suction did not function at all upon initial activation. The surgeon commented that the drain may have been damaged during the procedure and it may have led to air leakage. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.